Event description:
During the procedure, the fathom wire could not be removed from the accustick. This prompted removal of the inner stiffener of the accustick and placement of a 4 french kumpe catheter and wire into the renal collecting system. Attempts to untangle the fathom wire using the kumpe catheter were not successful. During this event, the fathom wire broke off and a fragment was left within the pt's left kidney. The accustick was removed and a 6 french sheath was advanced over the wire and placed within the peripheral renal collecting system. A gooseneck snare was placed and the wire fragment was snared and removed intact. No piece of the wire remains inside the pt.